Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of corrosion on the 14v battery contacts was confirmed via analysis of the returned battery. Visual inspection of the returned 14v battery (serial number: (B)(6) revealed that a black residue consistent with corrosion was on the positive power metal contacts. The returned battery was then functionally tested and found to operate as intended during testing. The battery¿s discharge time was tested using an electronic load based battery test system and the battery exceeded the design specification for discharge time. The battery was connected to a test system controller, a test battery clip, and a mock circulatory loop, and the battery supported the system without any issues or atypical alarms produced, including when the battery was manipulated by hand within the battery clip. The returned battery was also inserted in a test universal battery charger multiple times and each time the battery accepted for charge with no faults active. The root cause of the reported event could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 14v battery, serial number (B)(6), revealing that the battery passed all inspection testing. The 14v battery was inspected and accepted into the storage location on 29oct2024. The battery was shipped to the customer on (B)(6) 2025. Heartmate 14 volt li-ion battery instructions for use (rev. E) explains the operation of batteries in the heartmate system. Heartmate 3 patient handbook (rev. C) section 6 ¿ "caring for the equipment" and heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ describe how to care for and clean all equipment, including the 14v batteries. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was corrosion noted on the contacts of a newer battery. The patient denied liquid contact with the battery. A replacement was requested.